Event description:
An atrial amplitude measurement issue was reportedly observed during sensing tests, leading to the storage of an erroneous minimum atrial amplitude value in device memories. An analysis is requested.

Manufacturer narrative:
On (B)(4) 2013: this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under p060027. Analysis is pending.